Event description:
The pt experienced withdrawal symptoms of increased pain, nausea, pruritis, and anorexia. A confirmed motor stall was noted in the event logs on (B)(6) 2010 at 1918 with no motor stall recovery recorded. The pt did not have any exposure to emi (electromagnetic interference) that may have caused the motor stall. The pump contained bupivacaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).